Event description:
The customer called and reported his insulin pump alarmed no delivery. The customer's blood glucose was 280 mg/dl. The alarm recurred during troubleshooting, when manual prime was performed. It was explained that the cause of the alarm could not be determined without a complete set change and the alarm may have been caused by a set or reservoir occlusion. The customer was advised to replace the set and reservoir as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.